Event description:
It was reported that during a gastric band procedure, the band was being tested for leaks prior to insertion and there were air bubbles. A new band was retrieved and used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.